Event description:
It was reported that there was an error: pca pump is not holding charge properly. The event occurred while in use with the patient which caused delay in therapy. Event did not cause any harm. The pump was swapped out.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found an air bubble on the dso seal. The reported issue could not be verified in the error history log (ehl). It was reported that the pca dose was pressed 16 times. However 76 attempts were showing in the ehl. Pca dose button is working as intended. The reported problem could not be duplicated or confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the main board for preventive measures.